Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. During troubleshooting with tandem technical support, it was discovered that the customer did not have enough insulin filled in the cartridge, hence triggering the minimum fill notification. The customer acknowledged and loaded a new cartridge to resolve the issue.